Event description:
A malfunction alarm was reported, identified by code malf 0, but it was reset successfully with technical support¿s guidance. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was informed to continue pump usage and to report if the malfunction recurred. No recurrent issues were reported after resetting.